Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and vaginal odor ("smelled like I was rotting from the inside"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and vaginal odor outcome was unknown. The reporter considered medical device removal and vaginal odor to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune damage'), basedow's disease ('graves'), chorioretinitis ('pic punctate inner choropathy (eye disease)') and neuropathy peripheral ('neuropathy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), chorioretinitis (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), dyspareunia ("I definitely enjoy sex more now, before I had a lot of pain with it") (seriousness criterion intervention required), vaginal odour ("smelled like I was rotting from the inside"), migraine ("auto immune miraines"), skin discolouration ("brown patches"), burning sensation ("burning sensation"), bromhidrosis ("smelling"), arthralgia ("joint pain"), ocular discomfort ("eye pressure down nos"), vitamin d deficiency ("vitamin d deficiency"), skin hyperpigmentation ("spot on the nose/ pigmentation"), oral mucosal discolouration ("discoloration on side my mouth"), asthenia ("energy low"), adrenal disorder ("adrenal fatigue/adrenal gland lagging") and libido decreased ("I have lower libido"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, vaginal odour and burning sensation had resolved, the autoimmune disorder, basedow's disease, chorioretinitis, neuropathy peripheral, migraine, skin discolouration, bromhidrosis, ocular discomfort, skin hyperpigmentation, oral mucosal discolouration and adrenal disorder outcome was unknown, the dyspareunia, arthralgia, vitamin d deficiency and asthenia was resolving and the libido decreased had not resolved. The reporter considered adrenal disorder, arthralgia, asthenia, autoimmune disorder, basedow's disease, bromhidrosis, burning sensation, chorioretinitis, dyspareunia, genital haemorrhage, libido decreased, migraine, neuropathy peripheral, ocular discomfort, oral mucosal discolouration, skin discolouration, skin hyperpigmentation, vaginal odour and vitamin d deficiency to be related to essure. Diagnostic results: plaintiff had adrenal gland tested and it was lagging. Concerning the injuries reported in this case, the following ones were reported via social media: graves disease, choroidopathy, neuropathy, migraines, burning sensation, smelling, bleeding, joint pain, eye pressure down, vitamin d deficiency, autoimmune disorder, brown patches, spot on nose/ pigmentation, discoloration of mouth, adrenal fatigue/adrenal gland lagging, energy low, dyspareunia, decreased libido. Most recent follow-up information incorporated above includes: on 8-jul-2019: this record was detected to be a duplicate to record# (B)(4) (medwatch 3500a MFR number 2951250-2019-03308) from which all information was transferred to this case (2018-025521), then duplicate record # (B)(4) will be deleted. Reporter (lawyer) and other consumer were added. Two new events were added: dyspareunia and libido decreased, outcome added, surgery details (prev: hysterectomy) amended (total hysterectomy with bilateral salpingectomy). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune damage'), basedow's disease ('graves'), chorioretinitis ('pic punctate inner choropathy (eye disease)') and neuropathy peripheral ('neuropathy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), chorioretinitis (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), dyspareunia ("I definitely enjoy sex more now, before I had a lot of pain with it"), vaginal odour ("smelled like I was rotting from the inside"), migraine ("auto immune miraines"), skin discolouration ("brown patches"), burning sensation ("burning sensation"), bromhidrosis ("smelling"), arthralgia ("joint pain"), ocular discomfort ("eye pressure down nos"), vitamin d deficiency ("vitamin d deficiency"), skin hyperpigmentation ("spot on the nose/ pigmentation"), oral mucosal discolouration ("discoloration on side my mouth"), asthenia ("energy low"), adrenal disorder ("adrenal fatigue/adrenal gland lagging") and libido decreased ("I have lower libido"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, vaginal odour and burning sensation had resolved, the autoimmune disorder, basedow's disease, chorioretinitis, neuropathy peripheral, migraine, skin discolouration, bromhidrosis, ocular discomfort, skin hyperpigmentation, oral mucosal discolouration and adrenal disorder outcome was unknown, the dyspareunia, arthralgia, vitamin d deficiency and asthenia was resolving and the libido decreased had not resolved. The reporter considered adrenal disorder, arthralgia, asthenia, autoimmune disorder, basedow's disease, bromhidrosis, burning sensation, chorioretinitis, dyspareunia, genital haemorrhage, libido decreased, migraine, neuropathy peripheral, ocular discomfort, oral mucosal discolouration, skin discolouration, skin hyperpigmentation, vaginal odour and vitamin d deficiency to be related to essure. Diagnostic results: plaintiff had adrenal gland tested and it was lagging. Concerning the injuries reported in this case, the following ones were reported via social media: graves disease, choroidopathy, neuropathy, migraines, burning sensation, smelling, bleeding, joint pain, eye pressure down, vitamin d deficiency, autoimmune disorder, brown patches, spot on nose/ pigmentation, discoloration of mouth, adrenal fatigue/adrenal gland lagging, energy low, dyspareunia, decreased libido. Most recent follow-up information incorporated above includes: on 18-oct-2019: with follow up information received on (B)(4)us-bayer-2017-210286 to which all information was transferred, then this duplicate case #(B)(4) will be deleted incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune damage"), basedow's disease ("graves"), chorioretinal atrophy ("pic punctate inner choropathy (eye disease)") and neuropathy peripheral ("neuropathy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), chorioretinal atrophy (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal odour ("smelled like I was rotting from the inside"), migraine ("auto immune miraines"), skin discolouration ("brown patches"), burning sensation ("burning sensation"), bromhidrosis ("smelling"), arthralgia ("joint pain"), ocular discomfort ("eye pressure down"), vitamin d deficiency ("vitamin d deficiency"), skin hyperpigmentation ("spot on the nose/ pigmentation"), oral mucosal discolouration ("discoloration on side my mouth"), asthenia ("energy low") and fatigue ("adrenal fatigue/adrenal gland lagging"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, basedow's disease, chorioretinal atrophy, neuropathy peripheral, migraine, skin discolouration, bromhidrosis, ocular discomfort, skin hyperpigmentation, oral mucosal discolouration and fatigue outcome was unknown, the genital haemorrhage, vaginal odour and burning sensation had resolved and the arthralgia, vitamin d deficiency and asthenia was resolving. The reporter considered arthralgia, asthenia, autoimmune disorder, basedow's disease, bromhidrosis, burning sensation, chorioretinal atrophy, fatigue, genital haemorrhage, medical device removal, migraine, neuropathy peripheral, ocular discomfort, oral mucosal discolouration, skin discolouration, skin hyperpigmentation, vaginal odour and vitamin d deficiency to be related to essure. Diagnostic results: plaintiff had adrenal gland tested and it was lagging. Concerning the injuries reported in this case, the following ones were reported via social media: graves disease, choroidopathy, neuropathy, migraines, burning sensation, smelling, bleeding, joint pain, eye pressure down, vitamin d deficiency, autoimmune disorder, brown patches, spot on nose/ pigmentation, discoloration of mouth, adrenal fatigue/adrenal gland lagging, energy low. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received: events: graves disease, choroidopathy, neuropathy, migraines, burning sensation, smelling, bleeding, joint pain, eye pressure down, vitamin d deficiency, autoimmune disorder, brown patches, spot on nose/ pigmentation, discoloration of mouth, adrenal fatigue/adrenal gland lagging, energy low were added. Event outcome updated. Unstructured relevant test added. On 22-oct-2018: follow up2, fu 3 and fu 4 processed together. On 22-oct-2018: follow up2, fu 3 and fu 4 processed together. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.